Event description:
Thermal ablation in process when at 5mins 43secs, the machine alarmed , showing a "balloon error" on the screen. Ablation procedure was not continued. Thermal balloon ablation catheter was removed from the pt.